Manufacturer narrative:
A ge service representative performed an on site investigation. The key-switch and the isd board were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9900 system lost power during a case. No pt injury was reported.